Event description:
It was reported that during a starr procedure, the device was closed and fired after placing purse string sutures. No 'crunch' was evident upon firing. Upon removal, the circular knife was bent with a number of malformed/unformed staples, and the plastic washer had not been fully cut. Sutures were required to reduce bleeding, although the amount of bleeding was not considered significant. A new device was used on the posterior wall of the rectum. After firing, the knife was malformed, a larger number of staples had misfired (with some completely unformed), the plastic washer was partially cut at an angle, and the circular knife was out of the housing hanging around the shaft of the device. Sutures were required to ensure hemostasis was achieved. The procedure lasted approx two and a half hrs. No blood transfusion was required. Normally pts have one overnight stay. In this case, the pt discharged three days later with no further consequence reported. The pt suffered a deal of post-operative pain and sickness from prolonged anaesthesia, but no complications have been reported or additional intervention required.

Manufacturer narrative:
Info anticipated, but unavailable at this time.